Manufacturer narrative:
Update to annex c and d.

Manufacturer narrative:
Per report, "customer has been getting inaccurate readings from monitor, customer has attempted to troubleshoot and replace batteries, but it still provided inaccurate numbers." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer has been getting inaccurate readings from monitor, customer has attempted to troubleshoot and replace batteries, but it still provided inaccurate numbers."

Manufacturer narrative:
Update to UDI number.